Manufacturer narrative:
Pt info-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6, -9.5 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was implanted and removed intraoperatively on (B)(6) 2021. An alternate lens was implanted on a later date. Reportedly, there was no patient injury. The cause of the event is reported as unknown.